Manufacturer narrative:
Concomitant product: product ID 309328, lot # 0203702284, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was to have a lead revision due to impedances values being out of range and having no symptom control. When the implantable neurostimulator (ins) pocket was opened, the surgeon pointed out the ins was not connected to the lead. Upon closer inspection, there was a lead fragment in the ins header block, which had separated from the rest of the lead. The lead had ¿multiple twists¿ in it, which was ¿consistent with ins rotation.¿ when the surgeon attempted to explant the rest of the lead, the distal section broke off even with the lead being held directly above the tines with artery forceps. The lead was partially explanted and a new system was implanted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was at normal end of life. Telemetry and output were okay. Analysis of the tined lead found that all the conductors were broken near the connector end due to the severe twisting of the lead. Due to the severe twisting, the lead separated at the distal edge of the #0 connector and the connector end was left inside of the ins connector port. The conductors of the lead were also severely stretched and broken at the distal end. Eval, method, conclusion: pertains to the ins; pertains to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.